Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument associated with this event was performed; however, there were no logs for the reported event as of the date of this report. The permanent cautery hook is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: it was alleged that following the completion of a da-vinci-assisted surgical procedure, the permanent cautery hook instrument was found to have a piece of missing conductor wire insulation. The instrument was checked prior to use and no issues were noted. It was unknown if the piece of insulation had fallen inside the patient during use, or if the piece fell after the instrument was removed. Although the patient's anatomy was checked and no piece was found, the location of the missing insulation piece remains unknown. In addition, the cause of the missing insulation from the conductor wire remains unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had "isolation of the small hoe loosened," an issue that was not noticed during preparation. No back-up instrument was used. The procedure was completed robotically. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained additional information on 06-aug-2021. The initial reporter noted that the permanent cautery hook instrument was inspected prior to the procedure and no abnormalities were observed. After the surgery, it was noticed that a piece of the instrument's insulation was missing. The reporter stated that the operating room team did not know if the insulation of the permanent cautery hook was lost inside the patient or outside the patient. The operating room (or) team spent approximately 15 minutes searching for the lost piece in the patient's body. However nothing was found so, the operating team assumed that nothing was lost in the patient's anatomy. The reporter indicated that nothing serious happened to the patient.

Manufacturer narrative:
D15- intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. Fa found the primary failure of a missing ceramic sleeve to be related to the reported complaint. The instrument was found to have the ceramic sleeve missing from the distal tip. There were no additional pieces missing from the instrument. Additionally, no cables or wires showed any signs of physical or cosmetic damage. The root cause for the missing ceramic sleeve is not established. A review of the device logs for the permanent cautery hook (part# 470183-17/lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2021 via system serial# (B)(6). There were 2 uses remaining after this last usage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction can be found in section h6, annex d. Additional information can be found in the following fields: g3, g6, h2, and h10. The instrument was transferred to failure analysis engineering (fae) for further review. The primary failure analysis investigation was confirmed. The instrument was missing the ceramic sleeve. The root cause of the issue was attributed to manufacturing.